Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to technical support engineer (tse) that error c-34 was observed on the integrated electrosurgical unit (iesu). The customer informed tse that they tried another monopolar cable, reseated power cord on back of iesu and wall ac outlet and power cycled system several time; however, the issue persisted. The customer used a second vision side cart (vsc) for the procedure. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically after the customer brought in the other vsc and hooked it up to work with the patient side cart (psc) that was already in the room. There was no injury to the patient.